Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 120 mg/dl. The customer stated she ws stuffing the device on her pocket. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened bolus express button and up arrow button dome switch. The insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.